Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the lock of the video connector receiver has worn out and the connection of the scope has become loose due to repeated use for a long period of time.

Manufacturer narrative:
The device has not been returned to olympus for evaluation however; we are attempting to gather additional information related to this report. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
The user facility reported that the device system lamp is shorting out. There was no mention of any patient involvement and/or harm however; olympus is attempting to gather additional information related to this report.